Event description:
The manufacturer received information alleging related to a CPAP device's sound abatement foam. The patient alleges have chronic coughing day and night for several months and stomach sourness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.